Event description:
Sales rep reported revision surgery. Patient has been revised to address aseptic loosening of the cup. Update rec¿d 3/18/2015 - medical records received. Patient revised to address pain, mildly elevated metal ion levels, and evidence of a fluid collection on MRI. Upon revision, metallosis, pseudotumor, dark brown appearing fluid, necrotic tissue, debris and corrosion at the trunnion, osteolysis, and a cystic area in the acetabulum were noted. The head, stem and asr sleeve are now being reported. This complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.